Event description:
It was reported the patient fell and landed on the side of her ipg implant. Patient stated the incision site had slightly opened and was bleeding. Patient went to the emergency room (ER) and the site was patched. Patient later had an appointment with the implanting physician and the incision site was found to be well approximated with minimal ecchymosis and swelling. No signs of infection were noted and patient is doing well.